Event description:
A report was received from the cordis medical affairs office indicating that the patient's brother-in-law reported that the patient had died. The cause of death was reported as pneumonia and a heart attack. No additional information was provided.

Manufacturer narrative:
Any additional information will be submitted within 30 days of receipt.